Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 has speaker malfunction and no local audio. No patient involvement.